Event description:
From the call center: I feel random twitches and jolts in the area where the pacemaker is. My doctor wants me to have an MRI. Can I do that with a pacemaker? Please advise on both issues. Followed up with patient: patient will not go for MRI, she will request different testing. The twitching and jolts are random, no consistency. She will reach out to her provider at cornell to make an appointment for assessment.